Event description:
The manufacturer's device system registry indicated the pt's pump and catheter were explanted and replaced due to infection. No other info was provided. Add'l info has been requested, but was not available at the time of this report.